Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided. Concomitant medical product; IV flush, therapy date: (B)(6) 2019.

Event description:
It was reported that the neutraclear extension set burst /split and leaked after 2hs at an undisclosed location. The contrast infusion was programmed at a 300 psi and 3 cc per second on the medrad power injector. The user stated that the set was clamped with no visible cracks noticed prior to use and the IV flushed without difficulty. Due to the contrast that sprayed the patient and user there was no harm reported.